Event description:
A representative reported that the patient was scheduled for a revision on (B)(6) 2013. The patient had a pocket of fluid accumulating in her back near the implanted catheter site. The patient also had a loss of therapeutic effect demonstrated by an increase in spasticity.

Event description:
A healthcare provider later reported that the cause of the event was a catheter dislodgement/migration, and confirmed the symptoms were a fluid collection at the lumbar site. A surgical revision of the catheter occurred, and the patient required hospitalization. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).